Event description:
Pt self tester reports discrepant results with meter compared to lab. Date: unk, inratio: 3.1, lab: 2.5. Date: unk, inratio: 3.5, lab: 3.1. Lab draws performed within 1 hour of meter results. Pt's target therapeutic range = 2.0-3.0.

Manufacturer narrative:
Investigation pending.